Event description:
It was reported that the patient experienced unspecified issues with his spectra concealable penile prosthesis (spp). The spp was removed for unknown reason and replaced with a tactra penile prosthesis. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The spp was removed due to infection. There were no further patient complications.